Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead's helix extended into the patient's pericardium. The patient experienced shortness of breath (sob), atrial fibrillation (af) and had pericardial effusion. This lead was repositioned and remained in service. No additional adverse patient effects were reported.